Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an aortic aneurysm repair procedure, the catheter detached within the patient. The catheter detached at two locations outside the patient's body. The physician was able to successfully remove both pieces of the catheter form the patient by hand. The patient tolerated the procedure well with no additional consequences to report.